Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch 5174237 / 5174272. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 24214462.

Event description:
It was reported that the patient had a non healing wound. The patient underwent an explant procedure and was doing well postoperatively. The explanted products were not returned.